Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs received. Visual examination of the provided pictures identified the flex driver shows signs of wear and the base and on the silicone, additionally the tip is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after surgery, it was identified the silicone driver was damaged. Upon review of photographs provided, the driver appears to be fractured. There was no impact to patient. Attempts have been made and additional information on the reported event is unavailable at this time.